Event description:
It was reported that prior to the start of a da vinci-assisted left hemicolectomy surgical procedure, the nurse reported to the technical support engineer (tse) that they had a message saying the system was running on battery. The tse guided the nurse to check a different ac socked on the wall and the issue persisted. The tse guided the nurse to check the circuit breaker (cb) of the patient side cart (psc), and to check that the cable was properly seated. As the issue persisted, the tse guided the nurse to check a known good ac socket, that was used on the e-100 generator, though the issue remained. The nurse then insisted on using the system while running on battery, though the tse informed that the battery backup was only used for emergency removal of instruments that were set to five minutes. The nurse stated that there had been electrical work at the hospital, though a known good power socket was tested during the call. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue was identified prior the procedure, while the patient was receiving anesthesia in anesthetic room and whilst positioning. The initial reporter was contacted from another theatre to try and resolve the issue. Once realized the issue, customer service was contacted and it was suggested not to continue as only 5 minutes of battery were guaranteed and the case was converted to laparoscopic resulting in a slight delay while waiting for online troubleshooting and getting alternative equipment; the list anyways finished within the allocated time slot and it did not result in additional incisions as the robotic cannulas had not been placed yet.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the patient side cart (psc) power cable and performed a test drive of the system confirming the psc was powered and battery was fully charged. The fse found bent pins in the power cable during the replacement. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. These records are associated due reoccurring issue. A review of the site's system logs for the reported procedure date was conducted by a technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a system component that has been serviced post-manufacture.